Event description:
It was reported that the pump achieved a seal on application but later alarmed multiple times at the patient. Health care professional changed dressing on friday (B)(6) 2020 and was dissatisfied with results. She reported foul odor and that the wound was 5 cm when it began at about 3 cm at the widest point. Patient reported that the alarm went off multiple times in the week prior. The home health nurse who applied the dressing claims the hole was sufficiently large enough for the soft port to cover it. She says no alarms went off after a new dressing was applied, only later on. Pump is owned by rotech and was replaced (B)(6) 2020. Rotech attempted to replace the same day as the complaint ((B)(6) 2020) but the patient refused.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed, and no further action is required. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.